Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and degenerative disc disease/herniated disc pain. The pump contained water at a concentration of 0.1 ml/ml with a dose of 0.045 ml/day and an unknown brand of morphine at a concentration of 20 mg/ml with a dose of 9.0 mg/day. It was reported the patient saw an 8474 code on their personal therapy manager (ptm) on (B)(6) 2016. The patient was going to see their health care provider (hcp) that day to have the pump read. There were no symptoms reported. The patient also mentioned he initially thought the alarm sound was something in his house. The hcp reported a low battery reset and safe state critical alarm was occurring. The pump logs were checked. The reset occurred (B)(6) 2016 at 10:15 am. The hcp was setting the pump at minimum rate and would refer the patient to a surgeon for replacement. The hcp also mentioned the pump was just refilled the day before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced failures of pump failure and delivery failure. The injuries were noted as pain, withdrawal, and surgery. The date of injuries was noted as the date of explant surgery on (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an attorney regarding a patient who was receiving an unknown medication via a synchromed ii pain pump system. Indications for pump use, medical history, and concomitant medications were not reported. On an unspecified date, reported as "within the past several years" as of the letter dated (B)(6) 2018 and received by the manufacturer on (B)(6) 2018, the patient was alleged to have been injured due to the defective synchromed ii system's failure to deliver medications as prescribed. The nature of the injury/personal injury sustained was further specified as personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by surgery or surgeries to remove a defective device. The patient required removal of the allegedly defective device(s) and may have also required replacement, but that was not specified. Although it was reported that wrongful death resulted in "some instances," it was not specified if the patient in this event actually died. No further complications were reported.